Event description:
It was reported that the device could not be interrogated. The device was noted to be at eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported no communication was confirmed. Analysis found an internal battery anomaly. Hv output circuitry was normal.